Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button sometime did not work. The customer¿s blood glucose level was unknown. The down and up arrow button were harder to press and has to press twice sometimes. The insulin pump will not be returned for analysis.